Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. Additional investigation analysis: additional analysis was performed to the foreign matter and it was founds that the ftir results confirm the foreign material in 0037 lot 207591 were likely to be polypropylene. Additional information received: ftir results confirm the foreign material in 0037 lot 207591 were likely to be polypropylene. Polypropylene is in either the device or device packaging and have been tested for biocompatibility.

Manufacturer narrative:
(B)(4), date sent: 7/6/2021. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Product investigation: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2021. Photo analysis: the images provided by the customer are that where it can be observed a cut at the packaging tyvek. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the hole in the package of 0037 compromise the sterility of the device? No further information will be available.

Event description:
It was reported that during an unknown procedure, it was found that there was a hole on the package of 0037. There were no adverse consequences to the patient. No further information is available.